Manufacturer narrative:
Mpo was made aware of these revisions from a german registry report (eprd). The indication for revision was stated as "unknown." Specific information for each event is not available. Trending does not reveal an increase in risk level for this part family. There is insufficient information available to perform any further investigation.

Event description:
Allegedly, eprd reported 1 new complications for advance® (1 unknown events). Re-revision surgery. No further information was reported. This incident is capturing 1 unknown events.